Event description:
It was reported by a patient that her cardiologist said her eight year old lead needed to be replaced, it is "worn out". She wanted to know if it was on recall and did not understand how a lead could "wear out". The patient did not mention which lead had the issue. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.